Event description:
It was reported that a connector to one of the printed circuit boards in ventilator was broken. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a connector to the dc/dc & standard connectors printed circuit board (pcb) in ventilator was broken/damaged. The field service engineer replaced the dc/dc & standard connectors pcb. The ventilator was returned to customer and cleared for clinical use after passed functional and safety tests to factory specifications. The dc/dc & standard connectors pcb was returned for further investigation. The evaluation of received device logs shows technical error codes indicating a communication error that may be related to a broken connector on the dc/dc & standard connectors pcb on june 3 2022, six days before the reported date of event. The date of event will be updated accordingly. Investigation of the returned dc/dc & standard connectors pcb showed that the connector for the panel user interface cable was loose. Electrical mesurements showed an open circuit and when tested in the reference ventilator, the user interface panel was black and unresponsive. The dc/dc & standard connectors pcb shall convert and supply required internal voltages. Other parts of the ventilator started and seemed functional. A problem related to the broken contact itself (or the control cable) will not affect ongoing ventilation, but the ventilator may become unmaneuverable. The conclusion is that a connector for the user interface control cable was broken. Why the connector was broken/damaged could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).